Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose (bg) level. Customer stated they did not test their bg level at the time of the reported issue. Reportedly, the customer has manual injections as alternate insulin therapy.